Manufacturer narrative:
Patient age: approximated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for scheduled ventricular tachycardia (vt) ablation for recurrent vt. At time of reported event, the patient remained in hospital for heparin/warfarin bridging. It was reported that the event resolved on (B)(6) 2020.

Event description:
It was reported the patient had a small hematoma right groin noted at end of procedure. Patient complained of pain in right leg. Patient had an ultrasound of right lower extremity arteries, an interventional (ir) angiogram extremity left with an impression as follows: pseudoaneurysm arising from a right deep femoral artery branch. There is also a very small arteriovenous fistula arising from a second order deep femoral artery branch. Successful coil and gelfoam embolization of the small branch supplying the pseudoaneurysm. Gelfoam was also refluxed into the deep femoral artery branch supplying the small arteriovenous (av) fistula, with significant decrease in av fistula opacification on final images. Patient had a prolonged hospitalization.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.